Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field systems engineer was unable to replicate the reported event as system functioned as intended and without any issues. A software investigation was also completed. This investigation was unable to determine the root cause based on information provided by the site as system functioned as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while taking 3d images of a phantom, there was a ring or "dinner-plate" artifact in the image. The issue was exclusive to the 3d imaging. There was no patient present when this issue was identified.